Event description:
Infant was discovered with "sunburn like" marks on the entire right side. Infant skin temperature was the same as the bed temperature. The bed was turned off and another warmer from a different manufacturer was used for treatment.======================manufacturer response for radiant warmer, giraffe (per site reporter).======================ge feels it could be a staff knowledge concern due to a different design than previous warmers used in the past.